Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had reservoir lip ring broken. The customer¿s blood glucose was unknown at the time of incident. Customer was not ready to troubleshooting because they was driving at the moment. The insulin pump will be not returned for analysis.